Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. No unlock on j2 lcd keypad connector noted. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. The insulin pump was monitored and no long time for blousing or audio beep anomaly noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced prime fill anomaly. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer reported that filling the reservoir took a long time, numbers showed up on display screen after a while and pump made a beeping noise. Customer also reported that buttons were not responding. Customer declined troubleshooting for high blood glucose. Insulin pump would need to be replaced.